Manufacturer narrative:
Review of manufacturing records did not identify any pre-existing deviation on involved lots possibly contributing to reported issue. Review of complaint database did not identify further similar events for involved sterilization lots. From follow-up communication, sales representative confirmed that original wound was closed and patient dollowed proper antibiotic therapy after previous surgery, explanted components were in normal condition. Taking into account all the gathered information, the manufacturer has no evidence to consider the event as product related. Based on the available pms data, the revision rate of amf tt cones, belonging to the family product codes 6c10/6c12/6c21/6c22.14.xxx due to infection is around 0.02%. According to the investigation carried out, no corrective action is needed for this event. The manufacturer will continue monitoring the market in order to detect any similar event.

Event description:
Revision surgery performed on (B)(6) 2026 due to infection. Previous surgery was on (B)(6) 2026 when another manufacturer knee implants used with the amf tt cones: cone central femur d.18 (pn 6c10.14.180, lot 2401822 sterilization (B)(4)). Cone central tibia d.18 (ps 6c21.14.180, 2536933 sterilization (B)(4)). After few months patient developed an infection and the pre-existing amf tt cones were replaced with new ones with dia 21mm (pn 6c10.14.210 and 6c21.14.210 respectively). The whole implant from the third-party manufacturer was also replaced. Surgery was completed as intended. Patient is male, date of birth (B)(6) 1960. The event occurred in the united states.